Event description:
The end user facility contacted olympus to report that their hd autoclavable camera head was broken. The customer later clarified that the video cable connecting the plug to the camera head had become detached/separated at the plug. This was found during preparation, prior to sedation for a laparoscopic surgery. The procedure was cancelled and it is unknown if it was rescheduled. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and it was caused by a missing o-ring. Additional malfunctions were identified during device evaluation: the cable unit was cut, there was corrosion on the coupler mount, a faulty board caused the switches of the scope/camera do not work and the coupler mount was loosened (causing the coupler to rattle). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the customer¿s allegation is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.